Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon voiced concerns to sales rep that combination of cocr lfit 36mm head with exeter stem caused metallosis issues as patient has had pain and inflammation around operation site . Patient has had aspiration and washout. Patient blood levels reveal high levels of chrome and cobalt. Polyethylene baring cup used.

Manufacturer narrative:
An event regarding pain, inflammation, and elevated blood metal ion levels involving an exeter femoral stem and metal head was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions pain, inflammation, and elevated blood metal ion levels are not device specific failure modes, rather they are symptoms of an underlying issue. Further clinical information would be require to determine the etiology of the symptoms. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
Surgeon voiced concerns to sales rep that combination of cocr lfit 36mm head with exeter stem caused metallosis issues as patient has had pain and inflammation around operation site . Patient has had aspiration and washout. Patient blood levels reveal high levels of chrome and cobalt. Polyethylene baring cup used.